Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation revision with two 275cc mentor smooth round moderate profile saline breast prostheses, initially felt a lump in the left breast. The patient was told the lump was a fold and mammogram confirmed that the patient experienced a spontaneous left breast implant deflation, post-procedure. As a result, the patient was scheduled for implant explantation without replacement on (B)(6) 2021.